Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. It was also found out that the customer was using non-tandem provided charging supplies to charge the pump. Replacement tandem-provided charging supplies were sent to the customer, and the customer reverted to an alternate form of insulin therapy until the replacement pump arrived. There was no adverse impact to the customer's blood glucose level.